Event description:
Additional information: the patient was still intubated in the operating room when it was discovered that there was tubing that had percutaneously punctured and was exposed in the left flank between the lumbar area and left abdominal area. When this was recognized, the patient was kept asleep in the lateral decubitus position with the right side down and the left side up. The lumbar and abdominal areas were prepped and draped in usual fashion. The percutaneous area where the tubing had come out of the skin was excluded from both sterilely prepped areas. Turning to the abdominal area, the crescentic incision was opened, and the tubing was cut and disconnected from the pump. The lumbar wound was also opened, and it was cut and disconnected from the area where the spinal drain entered the spine. Then the tubing was pulled out by the contaminated area. At this point, new tubing was reconnected to the cut lumbar tubing with a small connector and tube fitting. The passer was then used to pass from the lumbar to the abdominal area again. Again, the passer became sigmoid in appearance. It was quite malleable and would not go where it was pointed. Again, on this pass, it exited percutaneously. At this point, both surgeons decided that the 2 fields and tubing were contaminated in such a way that it could not be kept clean. The pump and catheter were removed due to risk of infection. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # h813015607. The initial MDR was filed as manufacturer's report # 3007566237-2012-00822. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
It was reported that during a catheter implant/revision the health care provider (hcp) tunneled outside of the body for approximately 2cm so that the catheter was exposed outside of the skin for approximately 1cm. The hcp was concerned about sterility and believed the risk of infection was too great. The hcp explanted the infusion system. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # unknown, lot # unknown, implanted on: unknown, explanted on: unknown. (B)(4).

Event description:
Additional information: it was later reported that the patient was still hospitalized.

Manufacturer narrative:
(B)(4).